Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the heat exchanger has a hole.associated malfunction for this device: filter missing.